Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user¿s report was confirmed. The image was flickering during testing due to a faulty charged coupled device unit and cable assembly. Additionally, the cabling failed the pressure leak test and the rotation on the coupler had resistance present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the image on her olympus hd autoclavable camera head was flickering during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it has been confirmed that the cable is water invaded or damaged which likely caused the video function to not operate as normal resulting to the reported phenomenon [image flickering]. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.